Event description:
Edwards received information the surgical valve was implanted for 12 years, 10 months at the time of the valve-in-valve procedure.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
H10. Additional manufacturer narrative: added f10 device codes. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The cause of this event remains indeterminable; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event. Corrected: d1, d4 due to inadvertent oversight. Note: study was inadvertently selected in g3 initial MDR.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 27 mm valve, with unknown implant duration, underwent a valve-in-valve procedure due to stenosis and regurgitation. The tmvr was performed with a 26mm valve.